Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion, the excessive no delivery and a21 test due to motor error alarm; however the insulin pump passed self-test and all the operating current test were normal. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. Troubleshooting found that the pump had multiple motor error alarms in the pump history. The customer indicated that their blood glucose level was normal. Customer did not provide any additional information.